Event description:
It was reported that the patient was explanted of her ci on (B)(6) 2013, on her own request. The patient did not use her audio processor.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.